Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported a timberline mpf variable retractable sleeve was worn so it did not hold the depth guide in its position intraoperatively; the depth guide slipped to the longest length while the surgeon was malleting (the awl). There was no impact to the patient.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A functional inspection was performed with a depth guide (8630-0206 tu01077) and found it was able to lock into each position within the sleeve as expected. Root cause: a definitive root cause cannot be determined because no device problem was found. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a timberline mpf variable retractable sleeve was worn so it did not hold the depth guide in its position intraoperatively; the depth guide slipped to the longest length while the surgeon was malleting [the awl]. There was no impact to the patient.